Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: evaluation revealed the keypad button functioned accordingly. However, there was report of moisture damage found under the bolus button.

Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.